Manufacturer narrative:
G1: device manufacturer address 1: (B)(6) g1: device manufacturer address 2:(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump stopped the infusion without alarming. The syringe contained propofol; yet it showed 0.0ml in volume to be infused (vtbi). This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.